Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host single board computer (sbc) would not boot up. Upon functional testing, the fse found that the complementary metal oxide semiconductor (cmos) random-access memory (ram) battery died. The fse replaced the cr2032 battery and configured the basic input/output system (bios). After which, the system was returned to use in good working order.

Event description:
The customer reported their lab3 is booting to a cmos error.